Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. At the last device change out procedure, the impedances were 60 ohms, but have varied between 70-110 ohms since november. The out of range values were observed to be greater than 125 ohms. At this time, it was recommended to monitor the patient until the values become higher than 140 ohms. The system remains in service. No adverse patient effects were reported.